Manufacturer narrative:
Investigation summary: bd received one photo for investigation which showed one tube with gel that failed to migrate during centrifugation and another tube with gel that migrated as expected. Complaints for sample quality are under statistical control for the month of december, 2025. At this time, further testing is not indicated. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: poor barrier separation based on the photo provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® sst¿ blood collection tubes, the tube of one patient sample failed to separate the serum and red blood cells during centrifugation. No adverse impact was reported regarding the patient or user.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® sst¿ blood collection tubes, the tube of one patient sample failed to separate the serum and red blood cells during centrifugation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.